Event description:
The consultant reported that whilst the needle was inside the patient; the needle appeared to double fire and 2 separate samples were inside (split sample).  The hub of the needle also split and the needle came away. The needle caused a near miss on a staff members eye.  The consultants main concern was if there was something inside the core of the needle.

Manufacturer narrative:
(B)(4). Eight (8) unused samples were received. These were not the actual units involved in the issue, but they belong to the same lot number (0000524721) of the affected unit, hence the correlation. Trying to replicate the reported failure mode, a ten (10) charges/discharges test was performed on each unit. While trying to charge and discharge the samples, no issues were found. The needles worked as expected for both charges (the 10 mm exposed notch and the 20 mm exposed notch). Failure mode could not be confirmed. A review of the internal manufacturing device record for the reported lot number was performed and it was confirmed that procedural and functional requirements needed for its release were met. Even though failure mode could not be confirmed on received samples, it is thought that personnel could be related to reported failure mode since they are called per procedure to storage cases in small quantities to avoid cases deformation, and this practice was not being properly followed at the time of production. Most probable cause could be related to personnel since they are called, per procedure, to storage cases in small quantities to avoid cases deformation, and it was noticed this practice was not being properly followed. Measures have been taken to improve the process.

Manufacturer narrative:
(B)(4). Upon carefusion's investigation, a follow up medwatch will be submitted.